Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced loss of consciousness. The customer, additionally reported experiencing ¿cardiac arrest.¿ the customer was unable to self-treat and was provided unspecified medication and apple juice by a third party for treatment. It should be noted that patients with diabetes are more likely to experience certain risk factors which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported to cardiac arrest. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sections d-4 (serial number), (expiration date) and h-4 (device mfg date) have been updated based on the returned product. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the previous initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced loss of consciousness. The customer, additionally reported experiencing ¿cardiac arrest.¿ the customer was unable to self-treat and was provided unspecified medication and apple juice by a third party for treatment. It should be noted that patients with diabetes are more likely to experience certain risk factors which can increase risk of heart attack. This increased risk occurs over time and there is no direct correlation or indication that the reported device may have caused or contributed to the reported to cardiac arrest. There was no report of death or permanent injury associated with this event.